Event description:
The initial reporter received questionable ise indirect na for gen.2 results from an unspecified number of patient samples tested on the cobas 6000 c501 module. The reporter was able to provide one example of a discrepant result. The initial na result was 162 mmol/l with a data flag. The reporter stated that they reran the patient sample due to the patient's result history. The repeat result was 150 mmol/l.

Manufacturer narrative:
The electrode lot number and the expiration date were requested but not provided. The investigation is ongoing.

Manufacturer narrative:
The na electrode lot number is q4489 with an expiration date of 11-sep-2024. The field service engineer (fse) inspected the module and found leaks in the solenoid valve (sv) connection and the glass tube connection of the sodium hydroxide detergent (naohd). He then replaced the tubes in the wash arm of the rinse unit and the sv. The module was again performing within specifications after the fse's intervention. The investigation determined the event was caused by the leakage/seal. After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue.